Event description:
The acc peek cage was stripped and unusable in surgery. This was noted during the surgery. As a result of the stripped cage, the surgery was prolonged approximately 30 minutes. The surgeon decided to use another cage of the same size and part number to complete the surgery.

Manufacturer narrative:
An evaluation of the production record did not return any quality concerns. A visual examination of the device confirms tha stripped threads of the cage. A root cause cannot be identified. It is unk if threads of the cage were stripped before the surgery and after manipulation by the surgeon.